Manufacturer narrative:
Device eval: product analysis verified the difficulty as stated in the complaint. The balloon catheter was received and a hypotube fracture and distal polymer shaft elongation was observed. The catheter exhibited blood in the inflation lumen and the proximal shaft. The manifold section was not returned for analysis. The hypotube fracture was located 67.2 centimeters proximally from the mid shaft bond site. Visual and microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The cause of the original kink or the subsequent fracture could not be determined. Visual and microscopic examination of the material surrounding the shaft elongation did not reveal any inherent material deficiencies that would have contributed to the formation of the damage. As there is no mention of any removal difficulties, the exact cause of the shaft elongation could not be determined. The mfg records for top assembly batch 9100248 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the shaft damage and hypotube fracture could not be determined.

Event description:
It was reported that during a ptca procedure, the shaft of the maverick2 monorail catheter broke while advancing the device into the guide catheter. The event occurred outside the pt and the device was not used. No pt injuries or complications were reported. Pt status is reported "good".